Event description:
A vns pt indicated that she was seeking surgical consult as her vns device had "stopped working." Follow up with the pt's treating vns therapy physician revealed that he had not seen the pt in over a year. Good faith attempts for additional information have been unsuccessful to date.